Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to be diagnosed with an upper respiratory infection. The patient was hospitalized to receive medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegd to be diagnosed with an upper respiratory infection related to a CPAP device's sound abatement foam.the patient was hospitalized to receive medical intervention. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally/internally and dust and dirt contamination inconsistent with degraded sound abatement foam was onserved throughout the device enclosure and airpath suggesting asource external to the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 10 instance of reboot errors found (e-190 err_lcd_ID_error) found. The manufacturer concludes that they could not confirm the customer's allegation and they confirm the presence of contamination in the airpath also the evidence of sound abatement foam degradation or breakdown was not observed in the base unit.pca board damaged and the manufacturer confirm the pca bord is repaired /replaced.